Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip would not release from the catheter. The physician manipulated the device for several minutes and eventually the clip released. Reportedly, the clip was not in the exact area the physician wanted so another clip was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed. The clip assembly was not returned for analysis. Additionally, the control wire, which returned kinked, was separated as per design. The oversheath with blue sheath grip were not returned for analysis. The reported event of clip difficult to release was not able to be confirmed as the device was received with the clip assembly fully deployed and unreturned. However, the event likely occurred due to anatomical/procedural factors, limiting the device performance, as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip would not release from the catheter. The physician manipulated the device for several minutes and eventually the clip released. Reportedly, the clip was not in the exact area the physician wanted so another clip was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.